Manufacturer narrative:
An elective explant of the evoke scs system was performed. The patient had requested explant to self-manage their pain condition. The evoke scs system was confirmed to be operating as intended prior to explant.

Event description:
A patient requested explant of their evoke spinal cord stimulation (scs) system. The patient indicated a desire to pursue self-management strategies to address their pain condition. The patient had been implanted for 15 months. The evoke scs system was confirmed to be functioning as intended prior to the explant.